Manufacturer narrative:
A ge service representative evaluated the system. The x-ray tube was determined to be the cause. The customer declined to have the service representative fix the system. No further information is available.

Event description:
The customer reported an overload fault error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.